Event description:
The consumer allegedly fell out of the sling and was taken to the hospital, where they passed away 3 hours later.

Manufacturer narrative:
No malfunction is alleged. Two personnel from the facility were transferring a pt in an invacare lift and the pt reportedly fell out of the sling and passed away 3 hrs later. The facility reportedly has inspected the lift and found it in proper working order. Nature of complaint suggests a potential transfer error. MDR filed based on alleged death.